Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 103 mg/dl and the sensor glucose was 73 mg/dl was associated with the triggered suspend event. The customer was assisted with troubleshooting. Customer states the insulin delivery was suspended due to sensor values. Customer states the sensor glucose value that triggered the suspend event was 73. Customer states the low limit in sensor settings was 75. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The sensor will not be returned for analysis.